Event description:
Boston scientific latitude alerted our office on (B)(6) that this pt had a 1003 error code present. This code states "battery voltage was too low for projected remaining capacity." Boston scientific technical services were contacted and said there were tissues with the safety architecture and the ICD needed to be replaced within 28 days. Previous ICD check was done on (B)(6) and battery had seven years remaining at that time.